Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit not working was confirmed during evaluation of the returned unit. Upon connecting the mpu to ac power, the unit was not able to properly power on and could not supply power to a test system controller. The issue was isolated to the power supply pcb, which was replaced. Following this replacement, the repaired unit was found to perform as intended and passed a full functional checkout. Preventative maintenance was performed, and the serviced mpu was then returned to the customer site ready for use. The exchanged power supply pcb was then forwarded to product performance engineering for further analysis. Additional testing of the circuitry revealed that multiple components on the pcb had been electrically damaged. These damages prevented the power supply from being able to supply steady voltages to the rest of the system. The root cause of the reported event was determined to be electrically damaged components on the power supply pcb; however, a root cause for these damages could not be conclusively determined through this evaluation. Review of the device history record for the mobile power unit showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook - section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including no external power alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook - section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the mobile power unit. The heartmate 3 patient handbook - section 10 ¿safety checklists¿ instructs the user to check daily that the power on symbol of the mobile power unit is illuminated green. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's mobile power unit (mpu) was not working. The alarm/light indicators did not light up when the mpu was plugged in to an active power source. The patient changed out the internal batteries and made sure the power cable was secure. A replacement was requested under warranty.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.